Event description:
During the operative procedure, within 1-2 minutes of the introduction of cement. Cardiac mechanism rate from less than 100 beats per minute to in the range of 40. Epinephrine was administered. Pt was intubated and CPR/code blue started. The code was terminated approximately 30 minutes after incident. No post mortem performed.